Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump was not annunciating audible sounds although volume settings were set to "high". Customer's blood glucose was 348 mg/dl. A system check was performed and pump was found to be working as intended. Customer continued to use the pump for insulin therapy.